Event description:
It was reported that the right atrial (ra) lead became dislodged and the physician was unable to manipulate the lead back to the appendage. The physician opted to remove and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID (B)(4) implantable pacing lead implanted: 2011 (B)(6). (B)(4).